Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2011, the plaintiff was implanted with an unspecified pelvic mesh product to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff suffered "extreme pain, erosion of internal tissues and dyspareunia, that has resulted in pain and suffering, disability, mental anguish," and other injuries similar. The plaintiff's attorney also alleged that the plaintiff underwent "multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.